Event description:
It was reported that the site's (B) (4) handheld computer was freezing from time to time and worked very unreliably. Troubleshooting was performed, but the problem persisted. The handheld computer was returned to the MFR without the software. Analysis was performed on the computer and no anomalies were noted. It is important to note that no analysis can be performed on the software as it was not returned to the MFR.

Manufacturer narrative:
No device failure was found with the handheld, but a device failure is suspected with the computer software not returned. However, it did not cause or contribute to a death or serious injury.